Manufacturer narrative:
Concomitant medical device: metasul ldh, head, 46, code l, taper 18/20, catalog no# 0100181460 ; lot no# 2398704, metasul ldh, head adapter, xl, +8, taper 12/14-18/20, catalog no# 0100185148 ; lot no# 2310347, femoral stem 12/14 neck taper, catalog no# 00788401300 ; lot no# 60577627. Therapy date : unknown. The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the information provided, as the patient has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be / is related to the issues for which zimmer implemented a notification in july 2008 as referenced in this report. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result is available, an amended medical device report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and currently being monitored due to pain, wear, dislocation, squeaking noise, bursitis, leg length discrepancy, arthritis and nerve damage.